Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt began to have hypertension but was asymptomatic. An echo was performed and thought to have tamponade 10 days post-op. The pt was taken back to the operating room and received a pericardial window. The pt put out over 230 cc's of blood. The pt's inr was 1.6 prior to going to the operating room, and has an inr goal of 1.5-2.5. It was reported that the pt had a pericardial effusion with respiratory variation in mitral inflow. The pt was placed on dobutamine and lasix. A few weeks later, the pt was sent to another hosp for a balloon enteroscopy which was completed. Some areas in the mid-jejunum were cauterized and clips were placed. The pt received 11 units of blood. The pt returned to the implant center and remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed.